Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code - e2402 jittery.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor was inserted in the abdomen. At the time of the event the patient was traveling on a cruise ship. The patient reported that he cannot remember the specific cgm or blood glucose reading, but he did state they were inaccurate. The patient alleges that cgm reading is too high which makes his pump give more insulin. The patient experienced being lightheaded and jittery also had cramps during the event but is not sure. At the time the patient thought the symptoms he was having were due to alcohol. The patient remembered hearing the receiver alert but before he could administer any treatment, he passed out. The patient was brought to the medical team on the cruise ship, which is where he regained consciousness. The patient was treated with intravenous treatment of dextrose and glucose/sugar and recovered after treatment. At the time of contact, it was indicated that the patient's current condition is normal. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.